Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The patient was noted to have electrosurgical procedure at the time of the lia for skin legions removal. The lead remains in use. No patient complications have been reported as a result of this event.